Event description:
The user facility reported a vapor and water leak from their reliance synergy washer. No evacuations were required.

Manufacturer narrative:
No injuries or procedural delays or cancellations were reported. The steris technician inspected the washer steam condenser system, performed a test cycle, and was unable to duplicate the vapor leak as reported by the user facility. The facility again contacted steris service and reported a water leak from the synergy washer. The steris technician returned to the facility and identified the drain line hose clamp was not properly secured, causing the drain hose to detach and leak water onto the floor. The technician installed a new hose clamp, verified all other clamps on the unit were secured according to specification, performed a test cycle and confirmed the unit was operating according to specification. The washer was installed in june of 2007 and is not under a steris service contract. No further issues have been reported.